Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. Image assessed, not sending to mmi for image is undated and unable to correlate with event. A definitive root cause cannot be determined. Due to limited information provided, the complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, it was reported that the patient experienced a tibial bone fracture and a custom implant has been requested to replace the tibial components. Due diligence is in process for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown vanguard 360 tinbn tibial stem: catalog #: ni, lot #: ni. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.